Event description:
It was reported that the patient presented to the emergency room with heart rate of 45 bpm, with pacing spikes noted in both chambers. There was oversensing on the rv (right ventricular) lead and high lv (left ventricular) threshold. It was also reported that there was possible early battery depletion. Both leads remain in use, and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator, (B)(6) 2009. 43807 competitor implantable pacing lead, (B)(6) 1999. (B)(4). Lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.